Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley balloon has failed upon placement and the foley catheter fell out of the patient. This occurred back on father's day 2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon has failed upon placement and the foley catheter fell out of the patient. This occurred back on (B)(6) 2021.